Event description:
It was reported to philips that the device failed to read the ECG 3lead/12lead while monitoring a patient. The emergency medical services (ems) providers were using the device to monitor the patient involved when the issue occurred. The emergency medical services (ems) providers transferred care of the patient to another advanced life support (als) crew with another device to monitor the patient. The ems providers reported the patient did not experience harm or adverse patient impact during the incident.